Event description:
It was reported that several hours post discharge after implant of this ra lead, the patient started feeling unwell and emergency medical services (ems) were called. The patient was taken to the hospital and found to be in cardiac tamponade. Patient was intubated and pericardiocentesis procedure was performed. Upon interrogation, lead was found to have failure to capture with high capture threshold. Device was reprogrammed to regain capture. Patient was then transferred to another hospital where a lead revision was performed. Upon further interrogation, the lead was no longer capturing. Under fluoroscopy, the atrial lead helix was found to have perforated the cardiac wall. Subsequently, this atrial lead was explanted and replaced with a new lead. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that several hours post discharge after implant of this ra lead, the patient started feeling unwell and emergency medical services (ems) were called. The patient was taken to the hospital and found to be in cardiac tamponade. Patient was intubated and pericardiocentesis procedure was performed. Upon interrogation, lead was found to have failure to capture with high capture threshold. Device was reprogrammed to regain capture. Patient was then transferred to another hospital where a lead revision was performed. Upon further interrogation, the lead was no longer capturing. Under fluoroscopy, the atrial lead helix was found to have perforated the cardiac wall. Subsequently, this atrial lead was explanted and replaced with a new lead. No additional adverse patient effects were reported.